Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) would not interrogate with three different programmers or the patient's communicator, and the patient was feeling unwell with a heart rate was in the 40s. Technical services (ts) recommended monitoring the patient with a surface EKG and placing double-stacked magnets, however the double-stacked magnets did not yield pacer spikes or a change in heart rate. Urgent device replacement and device return for analysis were recommended. Subsequently, this crt-p was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to interrogate the device confirmed no telemetry was available. The device case was opened to facilitate inspection and testing of the internal components. The battery voltage measured too low to support therapy and telemetry operations. The battery was isolated from the device hybrid circuitry. Electrical measurements of the hybrid circuitry were within the normal range. The battery was noted to be swollen, and it was forwarded for detailed testing. Despite further testing, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) would not interrogate with three different programmers or the patient's communicator, and the patient was feeling unwell with a heart rate was in the 40s. Technical services (ts) recommended monitoring the patient with a surface EKG and placing double-stacked magnets, however the double-stacked magnets did not yield pacer spikes or a change in heart rate. Urgent device replacement and device return for analysis were recommended. Subsequently, this crt-p was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.